Event description:
Reference number (B)(4). Event occurred in the united states. The patient experienced a severe hypoglycemic episode requiring hospitalization on (B)(6) 2025. The patient received emergency room care for low blood glucose levels and was treated with glucose tablets. The hospital stay lasted less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.